Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "liquid accumulation", capsular contracture, baker grade IV.

Event description:
Patient reported, left side "recall". Device was explanted. Later, capsular contracture, grade IV. Seroma was reported.

Event description:
Patient reported left side "recall". Device was explanted. Later, capsular contracture grade IV, seroma was reported.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.